Event description:
It was reported that during the implant of the lead the physician discovered that the suture sleeve was missing. The physician was unable to determine if the sleeve was left in the patient. The lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.